Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the ECG numeric readings were double what they should have been. The customer was monitoring ECG, spo2, and nibp parameters. The patient did not have an implant. The double value for ECG was displayed on the bsm-6501 and they were unsure if the readings were also displayed incorrectly on the central nurse's station (cns). There were no issues with the ECG waveforms, numeric values, or waveforms of the other displayed parameters. They did not witness this behavior firsthand. The clinical staff had discharged the patient. The patient's ECG value was correct in the customer's emr (historical data). No logs could be collected as the patient was already discharged. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. The device was not returned for physical evaluation and functional analysis. Device logs were not collected for further analysis. As the customer reported that the issue followed the patient, the most likely root cause for this issue is patient related. Other possible root causes could be electrode malfunction/misplacement, faulty patient cable, or faulty lead set as stated by nk tech support. The bsm was able to document several errors which would need further investigation via device logs. However, as these logs were not provided, a root cause cannot be determined. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07- 003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm: bsm: model #: bsm-1733a. Sn: (B)(6). Cns: model #: ni. Sn: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.). Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the ECG numerics readings were double what they should have been. The heart rate (hr) readings were in the low 100's and the pr (sp02) readings were a consistent 52. The staff changed the equipment and cables when this incident occurred as they were called to the cath lab to assist. They did question if this was patient related since, after changing out the equipment, nothing changed. They were not certain if a rhythm "re-learn" was performed. It was noted by the tracings provided that the patient was in a flutter and the monitor documented several hr low mv/hr learning/hr check electrodes errors. Print outs were received by nihon kohden and the logs were requested for review. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG numerics readings were double what they should have been. The heart rate (hr) readings were in the low 100's and the pr (sp02) readings were a consistent 52. The staff changed the equipment and cables when this incident occurred as they were called to the cath lab to assist. They did question if this was patient related since, after changing out the equipment, nothing changed. They were not certain if a rhythm "re-learn" was performed. It was noted by the tracings provided that the patient was in a flutter and the monitor documented several hr low mv/hr learning/hr check electrodes errors. Print outs were received by nihon kohden and the logs were requested for review. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device information bsm, model: bsm-1733a, sn: (B)(4). The following device was used in conjunction with the bedside monitor and is not the device that experienced the failure: cns model: ni. Sn: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.). Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the ECG numerics readings were double what they should have been. The heart rate (hr) readings were in the low 100's and the pr (sp02) readings were a consistent 52. The staff changed the equipment and cables when this incident occurred as they were called to the cath lab to assist. They did question if this was patient related since, after changing out the equipment, nothing changed. They were not certain if a rhythm "re-learn" was performed. It was noted by the tracings provided that the patient was in a flutter and the monitor documented several hr low mv/hr learning/hr check electrodes errors. Print outs were received by nihon kohden and the logs were requested for review. No patient harm was reported.